Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak identified coming out of the cycler during use of a homechoice cassette. This occurred during cycle 3 of 5 of peritoneal dialysis therapy. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. The patient would finish therapy with manual bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.